Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the phenom 021 catheter stretched. The patient was undergoing surgery for flow diversion (fd) treatment of an aneurysm of the anterior communicating artery (acomm). It was noted the patient's vessel tortuosity was severe. The access vessel was the anterior cerebral artery with a diameter of 2.5mm to 2.8mm. It was reported that when the doctor was placing the microcatheter towards the aneurysm, they felt resistance and the doctor noted the microcatheter was not moving. It was noted resistance occurred in the distal section. It was decided to place fd (pipeline vantage) there. The artery was so tortuous and the microcatheter was not moving anywhere so the doctor decided to pull out the microcatheter and when they pulled out the microcatheter from the guiding to outside, it was found the microcatheter was stretched from the distal part, so the microcatheter was replaced. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a cerebase johnson and johnson sheath, navien 6f guide catheter, phenom 21 microcatheter, and synchro 014 guidewire. Additional information was received that the acomm aneurysm was 2.3mm distal and 2.8mm proximal. It was noted that case went well with another non-medtronic catheter. It was noted there was resistance with delivery and retrieval. The cause of the resistance was not determined. Additional information was received that clarified the doctor felt resistance during parking the microcatheter before deploying the pipeline. The doctor was facing resistance while pushing the catheter and same issue with removal. This event occurred before deployment of the pipeline and the pipeline was successfully deployed with a non-medtronic catheter.

Manufacturer narrative:
H3 product analysis as found condition: the phenom-21 micro catheter was returned for analysis within a shipping box, within an opened phenom-21 outer carton, within an opened phenom-21 inner pouch and within a dispenser coil. The navien 6f and synchro 014 guidewire used in the event was not returned for analysis. Visual inspection/damage location details: no damages were found with the phenom-21 micro catheter hub. The phenom-21 micro catheter body was found kinked at ~88.0cm from the proximal end. The micro catheter body was found stretched and kinked between ~9.2cm and ~2.5cm from the distal end. No damages or irregularities were found with the distal tip, or marker bands. Testing/analysis: the phenom-21 micro catheter total length was measured to be ~169.0cm and the usable length was measured to be ~161.3cm, which is within specification (specification: total (ref) = 166.5cm, usable: 160cm ± 5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿difficulty navigation¿ and ¿catheter en trapment/difficult removal¿ cannot be confirmed through device analysis but likely to have happened as the damages found is consistent with resistance. Customer reported patient vessel tortuosity as severe, which likely contributed to the failure. The customer report of ¿catheter stretched¿ was confirmed. It is likely the catheter tip became stuck within the severe vasculature during the retrieval, causing the catheter to become stretched. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.